Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty. Subsequently, it was reported that the patient's shoulder arthroplasty failed. As a result, the patient underwent a revision to a reverse total shoulder arthroplasty approximately 6 years and 6 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). 314-13-03 - equinoxe cage glenoid medium, alpha: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.